Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0349246v, implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: lead . Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# v003962, implanted: (B)(6) 2006, product type: lead .(B)(4).

Event description:
Additional information received reported that the patient's first implants "went bad, the electrodes went bad and she had to replace them. Then in 2012 she had an electrode go bad and they replaced it." The patient and her husband were never really pleased with the devices; they did not do what the patient thought and expected. The reporter stated that "the patient did not have her left hand, after they turned them on, within two hours one of her fingers, the middle finger on her left hand went down like a trigger finger. Then the next day the next finger went done and they had been that way ever since." At one point a healthcare provider (hcp) took them out for six months. The reporter stated that "they decided then to take them out and see what happened. They took them out for five to six months. Of course they put them back in." The patient had her worst trip when they put the generators back in, but when they put the electrodes in she did not have a problem.

Event description:
It was reported that following a revision, the pt reported a knot on her head and problems with memory. Medication could be the cause of memory problems. Also, it was reported that the pt had problems with wires breaking, fingers clasping and memory lapses. It was reported that the lead was the cause of the event. Impedance measurements were extremely high. There was a surgical intervention on (B)(6) 2011 and a replacement of the lead took place. The pt required hospitalization and recovered without sequelae. Refer to MFR report #3004209178-2011-05707.